Event description:
Complainant alleged that the emergency room clinicians were treating a 50 y/o male pt presenting an emd hearth rhythm. After medication, the pt displayed a ventricular fibrillation heart rhythm. The clinicians attempted to defibrillate the pt at 200 joules using gel patches and the device paddles, but the device did not discharge. The clinicians confirmed that the device was not in sync mode, and then turned the device off/on, and they were then able to successfully shock the pt at 200 joules. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, and that the "four second delay did not delay the treatment or vary the outcome of the code. Please reference the user medwatch report number 050420-0000.